Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strip vial returned empty - unable to test. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# ((B)(4). Note: correction made on section h. Evaluation codes replaced to the correct codes for the complaint.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 447 and 231mg/dl. The expected fasting blood glucose test result range is 140 to 172mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 11/15/2018 and open vial date is 09/03/2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly) 1:231mg/dl (B)(6) 2017 11:31 am fasting: yes, 2:447mg/dl (B)(6) 2017 10:28 am fasting: yes. Memory concerns:231 mg/dl fasting, 447 mg/dl fasting

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned empty - unable to test. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 447 and 231mg/dl. The expected fasting blood glucose test result range is 140 to 172mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 11/15/2018 and open vial date is 09/03/2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly). 231mg/dl, (B)(6) 2017, 11:31 am, fasting: yes; 447mg/dl, (B)(6) 2017, 10:28 am, fasting: yes. Memory concerns: 231 mg/dl fasting, 447 mg/dl fasting.